Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3387-40 lot# j0427852v; product type lead product ID 3387-40 lot# j0427852v; product type lead product ID 3387-40 lot# j0427852v, implanted: 2004 (B)(6); product type lead product ID 3387-40 lot# j0427852v, implanted: 2004 (B)(6); product type lead product ID 7436, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Event description:
It was reported the patient had an infection of the implantable neurostimulator (ins) pocket which required explant of the full system. There was no patient injury and he resolved without sequela.

Event description:
It was reported that there was an infection. It was noted that there was drainage of abscess on (B)(6) 2013. It was noted that there was other medical or non-surgical therapy. It was noted that immediate follow up was advised for possible removal of the device. It was noted that hospitalization and an emergency room visit was required with an admission date of (B)(6) 2013 and a discharge date of (B)(6) 2013. It was noted that a cat scar and an x-ray were performed. It was noted that the x-ray result showed no evidence of acute diseases. It was noted that the infection was at the implantable neurostimulator (ins) pocket. It was noted that the patient had pain that was new acute pain or significantly increased chronic pain. It was noted that the patient had redness, soreness, and swelling around the stimulator pocket. It was noted that the severity was moderate and the seriousness was that there was in-patient hospitalization and it necessitated medical or surgical intervention. Additional information received reported that lead, extension and ins were explanted on (B)(6) 2013. It was noted that the patient was given antibiotics. It was noted that patient required hospitalization and an emergency room visit with an admission date of (B)(6) 2013 and a discharge date of (B)(6) 2013. It was noted that diagnostic tests were performed. It was noted that cbc was within normal limits. It was noted that some test results were abnormal. It was noted that the patient had a 2x1 centimeter red open lesion on their right chest with yellow exudate. Additional information received reported that an ultrasound of the chest wall showed a 1.6x2.8x3.5 centimeter heterogeneous abscess with cellulitis. It was noted that the wound culture was positive for serratia marcescens. It was noted that a blood culture there were no wbc¿s or organisms seen. It was noted that cbc + cmp were within normal limits or ncg. The medication administered was listed. Additional information received reported that there was mild diffuse edema within the chest wall soft tissue with no evidence of drainable fluid. It was noted that a blood culture that was collected on (B)(6) 2013 had no growth in 5 days. It was noted that a tissue diagnostic collected on (B)(6) 2013 from the chest wall was positive for serratia marcescens colonies. It was noted that the scalp had no growth in 72 hours. Additional information received reported that event resolved without sequela on (B)(6) 2013. It was noted that there was no change in interventions and no new signs or symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a post-operative fever. Intervention involved applying cooling packs to the axilla and neck. The event was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event date was changed from (B)(6) 2013 to (B)(6) 2013. The cat scan results showed no acute intra cranial process, old frontal lobe prior infarct.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.